Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. The biomedical engineering for the customer checked both mlx 300w xenon lightsource's related to the initial report and found nothing wrong with either mlx unit. There were no deviations or non-conformance's during the inspection process. Device identifier: (B)(4). Link to mfg report number: 2523190-2018-00190.

Event description:
A surgical sales specialist reported that while using the 00mlx mlx 300w xenon lightsource with the following cables, pilling laryngoscope cord s358pra plugged into the storz port, (utilized with pilling laryngoscopes 522225p and 522010) and the nuvasive cord (used for spinal fusion procedure) plugged into the olympus port, there was a burning plastic smell. The tip on each of these cords is approximately 2¿ +. Additional information received on 26dec2018 and 02jan2019 indicated that it is unclear if there was smoke or fire noted, and if patient was prepped for surgery or if there was a surgical delay. No patient injury/death alleged. The mlx was using the nuvasive cord plugged into the olympus port. However in this occasion, the cord was used without the appropriate adapter.